Event description:
A 13 day-old infant baby girl was receiving a renal scan while under the radiant warmer. The infant was on a platform to be scanned. The temp probe was attached to the infant's right side. The right side of baby's trunk and extremities and the temp probe were not directly under warmer during the scan. After the scan, erythema with redness was noted to left side of neck, trunk, left leg and groin.